Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the left side was still not charging to 100%, and sometimes the coupling bars are there, sometimes they are not. Patient was charging for hours a day. Patient uses one recharger for both implants and the other side charges up normally indicating there were no recharger issue with charging the left side. The impact of coupling, function of charging/recharger function to avoid overcharging ins, factors such as programming/charging were all reviewed for the patient. Patient noted that at recent hcp appointment they upped the charge with stimulation on. Patient repeated that the that ins had flipped and they think something was wrong. Patient was charging the left side and it was in the 75% quartile. It was confirmed that the therapy was working for the patient's tremors.

Manufacturer narrative:
Updated to serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they completed revision to reposition the ins and patient recharged with no issues. A consumer reiterated that the device flipped and the doctor tried to flip it manually in the office but then said it was moving too much, and the next day she had to have a revision where they sewed it down. Revision was on (B)(6) 2019. Caller stated that once again they are seeing poor coupling with the recharging. During the call the patient was getting 8 coupling bars and then it drops to zero. Caller mentions yesterday the ins was at 20%. They state they do not have bandages anymore. Caller stated the ins is currently at 50% full and the 3rd quartile is flashing and stim is on. Caller stated that the patient is just holding the antenna. They will continue to charge and see how it goes. They called back stating that the ins batter y had increased from 50% to 75% and the last quartile is flashing but hasn't reached 100% yet. Caller stated the coupling flips from 8 bars to sometimes zero and back to 8. Caller is wondering if that is okay. Caller states patient is doing well and not having shaking or parkinson's symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the right ins appeared to have flipped. There were not actions/interventions taken to resolve the event. The patient was still recovering from an unrelated surgery. The issue will be addressed at a later date, the patient was informed to continue charging for the time being. Additionally, it was stated the device was not working right. Two weeks ago, the patient had a spinal fusion and when the rep visited them, they had a 20 percent charge on the implant and the implant was not working on one side. The implant has no charge now. The patient was shaking so bad they could not walk or function. They were able to charge one of the implants like normal and get eight coupling boxes, but the implant that was not working would get zero coupling boxes when they tried charging that one.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient is unable to locate more than 2 telemetry signal bars on recharger when charging the right ins. Environmental/external/patient factors that may have led or contributed to the issue include patient reports feeling like the battery caught on a pillow and now loose in pocket and possibly flipping. Diagnostics/troubleshooting included unable to get more than 2 signal bars. Upon interrogation the tablet recharge history displays poor recharge coupling (zero bars). Interventions/actions included recommending provider consider c-ray to determine if right ins is properly positioned. Informed patient to continue charging as she has maintained charge and system is currently running. The issue is not yet resolved. X-rays were taken but it is unknown what the outcome was. No symptoms were reported. No further complications were reported or anticipated with this event.